Event description:
It was reported that during a drg trial, the physician was unable to successfully enter the left l3 foramen. After trying for 1.5 hours, the physician placed the lead at l4. The patient experienced extreme weakness in the leg following the procedure. To address the issue, the leads were explanted. It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a , UDI: (B)(4), serial: (B)(4), batch:8466284.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.